Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined therapy pcb was the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker and reported the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker and reported the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center evaluated the returned therapy pcb and found the root cause was the d10 diode shorted and causing energy delivery circuit to not function. The component was archived by stryker.